Manufacturer narrative:
Additional code: hrs. Device explanted on (B)(6) 2012, addressed in complaint (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Part 281.900, lot 7717701-no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device manufactured by synthes (B)(4), date of manufacture is january 19, 2012. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with a ten hole plate and unknown screws for a right femur fracture on (B)(6) 2012. On unknown date patient developed an infection and was returned to surgery on (B)(6) 2012 where implant site wound was cleaned. In (B)(6) 2012 patient reported the stitches at the implant site had opened. X-rays taken on unknown date in (B)(6) 2012 also revealed a non-union. X-rays taken on (B)(6) 2012 revealed a broken implant. Patient was returned to surgery on (B)(6) 2012 for a revision with bone graft. This complaint addresses (B)(6) 2012 surgery for infection. On (B)(6) 2012 revision surgery is addressed in (B)(4). (B)(4) addresses the discovery of the non-union. All three (3) complaints are linked. This report is for one 10 hole plate this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the devices were not returned to the manufacturer, but one of the devices (part 281.900, lot 7717701) was returned to the supplier on an unknown date. Upon visual inspection, the breakage of the dcs® plate occurred at the sixth plate hole. Based on the topography of the fracture surface, we can conclude that the implant was subjected to low alternating bending loads (two-sided). Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the dcs plate. The implant could not resist the applied force which finally led to the material overload and fatigue failure. No product fault could be detected. Complained issue (infection) could not be replicated and/or confirmed based on the available information. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.